Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant due to infection. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant due to infection. No further information has been obtained despite good faith efforts. Additional information was received that the infection was located on both of the incision sites. There were purulent discharges coming out from the incision and all explanted devices will not be returned.